Event description:
It was reported by the surgeon that during generator replacement surgery due to end of service, the surgeon noted that he could not locate the set screw in the generator being explanted. The surgeon obtained a second hex screwdriver, and again the surgeon could not find the set screw. At this point, the surgeon lightly pulled the lead out of the generator with no issues. X-rays were not taken to verify if the set screw had just fallen out. The surgeon did not see the setscrew fall out of the generator during surgery. The explanted generator has been returned to MFR, where analysis is currently underway. Diagnostic testing with the new generator connected to the existing lead were reported to be within normal limits.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed that the generator passed all quality control inspections prior to distribution.